Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the computer for the imaging system was be replaced. The initial replacement computer shipped to the site was found to be unable to open the task manager and the operating system was not functioning as designed. A second computer was shipped to the site and the replacement was performed. The imaging system then passed the system checkout and was found to be fully functional. The initial replacement computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The suspect computer has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A site representative reported that, while in a orbital fracture procedure, the imaging system displayed registry errors when attempting to perform a post-operative image acquisition. It was reported that a blue screen appeared on the viewing station of the imaging system. The system was restarted and then the reported issue occurred. The site elected to perform a computed tomography (CT) image acquisition to complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The analysis on the suspect viewing station of the imaging system computer was completed by medtronic personnel. It was reported that the video feed lost functionality while testing when connected to a known operational imaging system.